Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer.

Event description:
Caller reports the compact plus system is displaying results in mmol/l. No adverse event reported. Requested return of suspect device however caller has discarded the meter; replacement was sent.